Manufacturer narrative:
Film evaluation results are: a review of pre-implant CT's revealed that the patient had a 5.4cm max diameter infrarenal aaa. Just below the lowest left renal artery, the proximal neck flow lumen diameter measured ~25mm. Approximately 2.5cm lower near the bottom of the neck the diameter was 24mm x 26mm. Areas of calcification were observed on the neck; especially on the posterior side. The infrarenal neck was angulated ~60 deg r-l and 20 deg a-p; relative to the distal aorta which measured 3.5cm in diameter. The common iliac arteries were moderately tortuous, long, and extensively calcified. The right common iliac artery ranged in diameter from 18 - 20mm and the left common iliac artery ranged in diameter from 20 - 18 - 25mm. Review of CT's 22 months post-implant revealed that the bifurcate was positioned ~5mm below the lowest left renal artery, within the angulated neck. The bifurcate proximal od measured ~27mm, and 2cm lower was ~33mm (a-p). The proximal graft margin and suprarenal stents did not appear completely opposed to the proximal neck; two of the suprarenal stent apices on the lateral right side were likely entangled. The aortic body and infrarenal neck were angulated ~50 deg r-l; relative to the distal aorta. The maximum diameter aaa measured 7cm and contrast was seen at the top of the sac along the right side of the bifurcate, from a likely proximal type I endoleak. The bifurcate ipsi limb was extended with another limb into the distal portion of the right common iliac artery, and the contra limb was positioned down into the left common iliac artery. Both limbs were patent, and no limb kinks or compression was observed. No other stent graft issues were seen. The exact cause of the proximal type I endoleak could not be determined. It is possible that implanting within the calcified and angulated neck may have contributed. It is also likely that observed suprarenal stent entanglement also contributed to the poor proximal seal. The cause of the entanglement likely occurring during implant could not be determined. Films during implant were not available for review. It is possible that the angulated neck may have contributed. Recent angiography images during implant of the endoanchors and aortic cuff were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately one year and ten months post index procedure, the aneurysm had grown and was filling due to a proximal type I endoleak. The physician performed an angiogram where a proximal type I endoleak was confirmed. The physician was unable to identify the exact cause; however, the physician believes that the aortic neck angulation and the calcification may have contributed to the proximal type I endoleak. The patient received treatment. The physician implanted five aptus endoanchors and the endoleak was decreased by 80%. The physician then implanted an endurant cuff and the endoleak was resolved. No additional sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.